Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a (B)(6) female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2022. In 2016, the patient had essure inserted. In (B)(6) 2022, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2022. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: ir is mentioned but not specified as pregnancy and device both are reported as on going. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a (B)(6) female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2022. In 2016, the patient had essure inserted. In (B)(6) 2022, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2022. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: ir is mentioned but not specified as pregnancy and device both are reported as on going. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a healthcare professional and describes the occurrence of pregnancy with contraceptive device ("pregnancy") in a 38 year-old female patient who had essure inserted. Product or product use issues identified: device ineffective ("device ineffective" in (B)(6) 2022). There was no information on the patient's medical history or concurrent conditions. In 2016, the patient had essure inserted. In (B)(6) 2022 she experienced pregnancy with contraceptive device (seriousness criterion medically important). Essure treatment was not changed. At the time of the report, the event had not resolved. Pregnancy related information: prospective report. The estimated date of delivery was on (B)(6) 2022. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. No causality assessment was received for essure with regard to pregnancy with contraceptive device. The reporter commented: ir is mentioned but not specified as pregnancy and device both are reported as on going. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: after company internal review the annex f, f0101 was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pregnancy with contraceptive device ('pregnancy') in a 38-year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2022. In 2016, the patient had essure inserted. In (B)(6) 2022, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had not resolved. Pregnancy related information: prospective report. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2022. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: ir is mentioned but not specified as pregnancy and device both are reported as on going. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 25-feb-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.